Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0038054836. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis (additional device required). Risk review: a risk review was completed and confirmed that the event of thrombosis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: as it was reported that after crossing the septum, it was discovered heparin was not administered, it was considered most likely that the thrombus occurred due to unintentionally not administering heparin at the correct time. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) was positioned, and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Versacross connect was used to perform the transseptal crossing (tsp) across the septum. The physician noted that they forgot to give heparin prior to the tsp and asked for heparin after crossing the septum. After going up with the pigtail catheter, it was noted there was clot on the catheter. The physician withdrew on catheter, and the clot was drawn out of the body. The procedure was successfully completed with no patient complications, and the patient was discharged home.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) was positioned, and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Versacross connect was used to perform the transseptal crossing (tsp) across the septum. The physician noted that they forgot to give heparin prior to the tsp and asked for heparin after crossing the septum. After going up with the pigtail catheter, it was noted there was clot on the catheter. The physician withdrew on catheter, and the clot was drawn out of the body. The procedure was successfully completed with no patient complications, and the patient was discharged home.